Event description:
It was reported that during an unknown procedure, the clips would not stay closed. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.